Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements prior to entering magnetic resonance imaging (MRI) scanner. Lead testing in an area outside of the MRI was recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.